Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision hip: (B)(6) hospital (B)(6) 2018 - revision hip case for instability. Replaced 54x36 lipped liner with 54x32 +4 constrained liner and replaced 36mm metal head with 32 ts ceramic head. Surgeon indicated that the hip was stable and he was happy with the outcome. Surgeon was not prepared to share patient details for capture in this complaint. Jnj representative was present at the case. Indicated that the patient dislocating posteriorly and anteriorly.